Manufacturer narrative:
No unexpected power loss alarm or replace battery now alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received replace battery now alarm. The blood glucose level was 150 mg/dl . Customer stated that this was the second occurrence of replace battery alarm without low battery warning. The product will return for the analysis.